Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that the fluid delivery line was not connected to the device while filling. They did not have the fluid delivery line (fdl) on, unit was now filling. Device returned to service. The instructions-for-use under baw2800261 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "connections: use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. Plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting 0 flow in an arctic sun device and that pump inside was vibrating and making noise. Stated at this time they were not interested in depot service. Discussed the pump components and how they were constructed and referred them to the service manual for instructions on how to remove pumps from the upper components. Per review of wo on 04nov2024, it was reported that the biomed called and said they replaced the circulation pump and mixing pump and could not fill, they did not have the fluid delivery line (fdl) on, unit was now filling. Device returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting 0 flow in an arctic sun device and that pump inside was vibrating and making noise. Stated at this time they were not interested in depot service. Discussed the pump components and how they were constructed and referred them to the service manual for instructions on how to remove pumps from the upper components. Per review of wo on 04nov2024, it was reported that the biomed called and said they replaced the circulation pump and mixing pump and could not fill, they did not have the fluid delivery line (fdl) on, unit was now filling. Device returned to service.